Event description:
It was reported that ultrathane mac-loc locking loop multipurpose drainage catheter leaked following a nephrostomy tube exchange for a patient of unknown age and gender. Upon securing the mac-loc, the catheter was found to be leaking urine around the locking mechanism. The catheter was subsequently cut and removed, and a new catheter was inserted, which had no issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje e1 - occupation: regulatory affairs specialist, e1- phone number: (B)(6), e1 - postal code:(B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that ultrathane mac-loc locking loop multipurpose drainage catheter leaked following a nephrostomy tube exchange for a patient of unknown age and gender. Upon securing the mac-loc, the catheter was found to be leaking urine around the locking mechanism. The catheter was subsequently cut and removed, and a new catheter was inserted, which had no issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter returned in a used and damaged condition. During tabletop testing, a leak test confirmed there was water escaping from the mac-loc adaptor. Upon this discovery, a visual examination revealed a fracture in the neck of the luer fitting. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformance that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number. Product labeling review: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of the dmr, IFU, DHR, and device evaluation suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. While vigorous handling during shipping is suspected, it cannot be proven. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred